Manufacturer narrative:
Other relevant device(s) are: product ID: 9734477, serial/lot: (B)(4), UDI: (B)(4). A medtronic representative went to the site to test the equipment. It was reported that the issue was confirmed and the computer was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Analysis of the computer found no fault. The computer booted normally to the application screen. The field allegation could not be confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the site indicated the system on 2019-may-29 had worked for the first case. For the next case, the message "no signal" was seen on the system. It was noted the computer had yet to be replaced on the system. The manufacturer representative was able to reseat the dvi on the computer to resolve the no signal issue for the upcoming case. When replacing the computer, it was noticed the dvi vga cable from the video splitter to the computer was not fully seating. The cable was also replaced.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while preparing for a cranial resection, the monitors of the navigation system began to "flash" and were distorted. The blue portion of the application software was noted to have shrunk to the upper few inches of the screen. The reported issue was noted to have occurred following editing of the registration model and reverting to registration for the procedure. Restarting the navigation system was reported to restore functionality. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.